Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went unexpected software update. A technical support specialist (tss) dialed into station and found that the screen was black. Tss asked customer to confirm the screen status, and customer informed that the station shown a blue screen with undo changes and was spinning. After a few minutes, the station displayed a blue screen indicating a pending windows update in progress. Once the windows update was completed, the station launched on the carefusion account. Tss was able to log in successfully and advised the customer to verify. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis underwent software updates on its own, prevented nursing staff from accessing device for medicines. Device was attempted to undo changes from failed software update. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.